Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one-month post implant that there was pocket erosion and infection. The implantable cardioverter defibrillator (ICD) system was explanted. It was noted that the ICD system was not replaced as the patient¿s ejection fraction was normal now. No further patient complications have been reported as a result of this event.